Event description:
Philips received a complaint on the v60 ventilator indicating that the device was showing 110a/110b (check vent: proximal pressure sensor auto zero failed) error codes. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. The field service engineer (fse) confirmed the error codes were in the device event log, so the data acquisition (da) printed circuit board assembly (pcba) was replaced as a preventative measure. No other abnormality was observed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Reporting address line 1: (B)(6). Reporting institution phone: (B)(6). Reporter phone number: (B)(6).

Manufacturer narrative:
The replaced data acquisition (da) printed circuit board assembly (pcba) was returned to the philips product investigation lab (pil) for evaluation by a pil technician (pil tech). The pil tech verified that the returned da pcba passed the pressure accuracy test. The pil tech could not duplicate the alleged proximal pressure sensor auto-zero failed alarm. The returned da pcba operated on the pil test device without issue. The pil tech's investigation concluded that there was no problem found. D4 - product UDI number is corrected. G1 - contact information and contact office entity are updated.